Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer will continue using the current pump until a replacement arrives, as instructed by technical support, who also guided the customer through a pump reset.